Manufacturer narrative:
D4 - UDI number is not required for this product code/lot number combination. H6 - results - 3252 is based on evaluation of user facility information & the returned sample; 213 is based upon evaluation of undamaged sections of the returned sample. H6 - conclusion - 77 is based upon evaluation of user facility information & the returned sample; 71 is based upon evaluation of undamaged sections of the returned sample. The actual device was not returned to the manufacturing facility for evaluation. It is noted that the actual sample had been already expired on may 31, 2017. Therefore, the investigation was based on the evaluation of user facility information and evaluation of a retention sample from the reported product code/lot number combination. Visual and magnifying inspection along the total length of the device revealed no anomalies or defects. The length of the stent was confirmed to meet manufacturer specification. A review of the device history record and the shipping inspection record from the involved product code/lot number combination was conducted with no relevant findings. A search of the complaint file found no other report of this nature with the involved product code /lot number combination. The investigation verified that the retention sample was the normal product. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. The labeling does address the potential for such an event in the instruction-for-use (IFU) with statements such as the following: use this device prior to the expiry date indicated on the package. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up.

Event description:
The user facility reported that the stent broke on the misago device. Follow up communication with the user facility confirmed the following information: on the (B)(6)2017 a misago stent was placed in the internal iliac. The next day, they discovered that the distal and proximal part of the stent was broken. The patient had to have another thrombolysis and two extra stents (distal and proximal) to repair the broken misago. It was reported that the patient recovered from reported serious injury.